Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2020. Customer had blood glucose level 250 mg/dl at the time of hospitalization. Customer was treated with insulin drip and insulin shot. Customer was not able to did troubleshooting because the old insulin pump was replaced. The insulin pump will not be returned for analysis.